Event description:
It was reported that the patient was in a motorcycle accident. While performing yard work weeks later, he received inappropriate therapy and presented in the ER. T-wave oversensing was observed. Fluoro found the lead dislodged. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.